Event description:
It was reported that customer experienced a high blood glucose level; cause was not known. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. No additional information was provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.